Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 2.6 inr and 3.9 inr on the coaguchek xs system. The patient reports having to squeeze his finger excessively to obtain enough blood from the thumb. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.